Manufacturer narrative:
Citation: ghobrial j, aboulhosn j. Impact of right-sided-catheter-based valve implantation on decision-making in congenital heart disease. Curr cardiol rep. 2016 apr;18(4):33. Doi: 10.1007/s11886-016-0712-2. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding the impact of right-sided catheter based valve implantation. All data were collected from multiple centers. The study population included an undetermined amount of patients implanted with medtronic melody transcatheter pulmonary valves (serial numbers not provided). Among all patients device malfunctions included: stent fracture. Based on the available information, an undetermined amount were attributed to medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.